Event description:
It was reported that the right ventricular (rv) lead was intermittently capturing and had elevated thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the partial lead was returned in segments and analyzed. The inner insulation was breach with metal ion oxidation. The proximal and distal conductors were pulled/stretched/overstressed. There was blood (not obstructed) on the distal and proximal portions. The outer insulation was breached and melted. The outer insulation was breached with environmental stress cracking. Cosmetically was melted, had insulation depression, outer metal ion oxidation and environmental stress cracking. Concomitant products: 4558m implantable pacing lead (B)(6) 1995. (B)(4).